Event description:
It was reported that (2) devices were used during a sigma. It was reported by the affiliate that the pmw35 instruments' clips would not close. Another instrument was used to complete the case. There was no consequence to the pt.